Manufacturer narrative:
.

Event description:
It was reported that during an angioplasty treatment procedure, balloon deflation difficulties occurred. Following the intervention, the ultra-thin diamond balloon dilatation catheter did not deflate for removal. The physician was able to "force it back into the sheath and remove it from the pt." No pt injuries or complications were reported. Pt status is reported as "fine." Add'l info has been requested regarding this event.